Manufacturer narrative:
Product ID 3095-10, serial# (B)(4); product type extension product ID neu_unknown_lead, serial# (B)(4), implanted: 2007 -(B)(6), explanted: 2013 (B)(6); product type lead product ID neu_unknown_lead, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator worked fine for six years. The patient stated that they only used a catheter once a month and that was only to check it and she was retaining ¿2s and 3s.¿ the patient¿s system was replaced in (B)(6) 2013 because, the lead broke and it was cutting off and the patient felt shocking in her hip. It was noted that the healthcare provider went in and verified that the lead was broken. It was stated that at that point the healthcare provider took the lead off the left side and put it on the right side. If additional information becomes available, a supplemental report will be sent.